Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Patient reported received coolsculpting treatment over the abdomen with a curve 150 applicator and bra fat with a curve 120 applicator on (B)(6) 2022, (B)(6) 2025 and experienced paradoxical hyperplasia over the bra fat.

Manufacturer narrative:
Corrected data: b5 and h10.

Event description:
Patient reported received coolsculpting treatment over the bra fat with the curve 150 and curve 120 applicators on (B)(6) 2022 and (B)(6) 2022 and experienced paradoxical hyperplasia.

Manufacturer narrative:
Corrected data: b3 and b5.

Event description:
Patient reported received cool sculpting treatment over the abdomen with a curve 150 applicator and bra fat with a curve 120 applicator on (B)(6) 2022, and experienced paradoxical hyperplasia over the bra fat 1 year after treatment.